Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of coiled metallic structure consistent with essure device') and device dislocation ('migration of essure device location of device: right tube not in cornu') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included joint pain, dysfunctional uterine bleeding and endometrial hyperplasia. Concomitant products included nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and spironolactone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dy"). On (B)(6) 2009, the patient experienced urinary tract infection ("bladder/urinary problems : uti"), 4 months after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pelvic pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and anxiety ("psychological or psychiatric problems condition: anxiety"). The patient was treated with surgery (hysterectomy (full) (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the device breakage, device dislocation, psychological trauma, vaginal haemorrhage, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, back pain, device breakage, device dislocation, dysmenorrhoea, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal pain, back pain, migration and uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of coiled metallic structure consistent with essure device') and device dislocation ('migration of essure device location of device: right tube not in cornu') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included joint pain, dysfunctional uterine bleeding and endometrial hyperplasia. Concomitant products included nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and spironolactone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced urinary tract infection ("bladder/urinary problems : uti"), 4 months after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pelvic pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), anxiety ("psychological or psychiatric problems condition: anxiety") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full) (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the device breakage, psychological trauma, anxiety, dysmenorrhoea and post procedural complication outcome was unknown and the device dislocation, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, urinary tract infection and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, device breakage, device dislocation, dysmenorrhoea, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, psychological trauma, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal pain, back pain, migration and uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in medical records: device breakage, device dislocation, abdominal pain, anxiety, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, post procedural complication. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Event "post procedural complication" was added. The outcome of "device migration" and "vaginal haemorrhage" was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of coiled metallic structure consistent with essure device') and device dislocation ('migration of essure device location of device: right tube not in cornu') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included joint pain, dysfunctional uterine bleeding and endometrial hyperplasia. Concomitant products included nsaids, paracetamol (acetaminophen), sertraline hydrochloride (zoloft) and spironolactone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dy"). On (B)(6) 2009, the patient experienced urinary tract infection ("bladder/urinary problems : uti"), 4 months after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pelvic pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and anxiety ("psychological or psychiatric problems condition: anxiety"). The patient was treated with surgery (hysterectomy (full) (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the device breakage, device dislocation, psychological trauma, vaginal haemorrhage, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia and urinary tract infection had resolved. The reporter considered abdominal pain, anxiety, back pain, device breakage, device dislocation, dysmenorrhoea, menorrhagia, metrorrhagia, pelvic pain, psychological trauma, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal pain, back pain, migration and uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in medical records: device breakage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 4 and 5 are processed together. New events, "fragment of coiled metallic structure consistent with essure device,abnormal bleeding (vaginal), psychological or psychiatric problems condition: anxiety, dysmenorrhea (cramping) " were added. Patient's information was updated. Patient's demographics were added. Medical history was added. Concomitant medications were added. Lab data was updated. On 26-nov-2019: fu 4 and 5 are processed together. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("physical pain"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury") and urinary tract infection ("bladder/urinary problems : uti"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia and urinary tract infection had resolved. The reporter considered abdominal pain, back pain, device dislocation, menorrhagia, metrorrhagia, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal pain, back pain, migration and uti. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Events-abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), psych injury and bladder/urinary problems : uti were added. Event outcome updated for: physical pain/pelvic pain. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.